Event description:
It was reported that the implantable pulse generator (ipg) was no longer working as intended. The patient underwent implantable pulse generator (ipg) revision procedure. The patient was able to get full coverage after procedure and is well and happy with his current settings. The facility did not release the explanted product.